Event description:
User reported false positive result. Negative pcr. Report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01547, test 2 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative pcr. Report 1 of 2.